Event description:
A medical group contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on behalf of a patient on (B)(6) 2013. The patient reported the following discrepancy: cgm reading at 55 and blood glucose meter at 165 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.